Manufacturer narrative:
Date of event is estimated. Serial number is unknown. Date of implant is unknown. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg reached end of life. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.